Event description:
It was reported the patient experienced a shocking or jolting sensation at the stimulator site following a radiofrequency ablation. The ablation was performed two weeks prior to the reported adverse event. The patient was seen by the manufacturer representative at the clinic. The impedance measurements were normal. Movement caused stimulation changes. The reporter was redirected to contact the patient's health care professional. Additional information has been requested from the hcp, but was not available as of the date of this report.